Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and found that there was downstream occlusion (dso) seal has bubbled and is not sealed all the way around. Review of the event history log (ehl) showed ten occurrences of "high alarm displayed: cassette not attached properly". Customer complaint was confirmed during investigation in the alarm logs and when attaching a primed cassette to a turned-on pump. The probable cause of the problem is the dso sensor. Replaced dso sensor and dso seal to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the device had an alarm "cassette not attached correctly with multiple lines and cassettes". There was no patient involvement and no patient harm/adverse event reported.